Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization device and the product lidstock for evaluation. No definite signs-of-use were observed on the returned device. Visual inspection of the returned guide wire revealed offset coils toward the distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After performing functional inspection, a total blockage was encountered from inside the needle cannula. This prevented the guide wire from passing. The blockage was not visible as it is located inside the cannula. Analysis under uv light did not reveal anything definitive. The offset coils on the guide wire measured 1mm via calibrated ruler from the distal end. The returned guide wire lengths measured 4 9/16"via calibrated ruler, which was within the specifications of 4 7/16-4 11/16" per product drawing. The needle cannula inner diameter (ID) measured 0.017" via calibrated pin gauge, which was within the specifications of 0.0165"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread the guide wire through the needle cannula, and the guide wire was not able to pass. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.